Event description:
Boston scientific received information that during a device upgrade procedure a guidewire was successfully used, however, contrast was found in the pericardium. The physician suspected the guidewire of perforation. As a result, a left ventricular lead was not implanted. Additionally, the device was successfully replaced and the patient was stable. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.